Manufacturer narrative:
Additional information was received on the unknown suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); lot: 5067057.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure in which the leads where repositioned. The leads remains implanted and cannot be return for analysis. The patient is doing well post-operatively.